Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 323 mg/dl at the time of the incident. Customer stated that insulin pump said low battery and was just flashing on and off and can not get it to work again. Customer also stated that the entire place where you screw the battery cap was broken. Customer also stated that there was a crack at the battery compartment and screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. Device power up properly after battery installation. Device received with operating currents within specifications. No unexpected low battery alarms were noted during testing. Device passed displacement test and self test, off no power test.